Event description:
The patient experienced increased spasticity. A dye study was performed; they were unable to aspirate. The pump was replaced in 2009. There was no patient injury; the patient recovered without sequela. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
.